Event description:
It was reported that the patient presented in the hospital suffering from chest pains. An increase in capture threshold and a decrease in impedance were observed. Perforation was found via CT scan. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A lead stiffness test was found to be within specification.